Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value at time of incident was 17 mg/dl and current blood glucose value was 100 mg/dl. Customer treated with apple juice and sandwich. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. This report was created in error. The customer's blood glucose was initially reported at 17mg/dl, however it was then reported that the customer's blood glucose was 176mg/dl and not 17mg/dl.